Manufacturer narrative:
Additional information/corrected data: additional information received from the customer indicated that the patient outcome was great. It was also, indicated that the lens was discarded. No further information was provided. Therefore, the following fields were updated accordingly: section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: type of investigation: 4115 - device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 - patient weight: unknown, information was requested but not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye due to severe positive and negative dysphotopsia. The symptoms were debilitating to the patient. A non-johnson & johnson lens of 24.0 diopter was used as a replacement. No surgical and/or medical interventions required, and no patient injury reported. The lens is not available for return. No further information was provided.